Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer on 06/22/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has improved and she is reporting symptom of headache currently. The customer's home health nurse took her to the hospital on (B)(6) 2016. The hospital diagnosed her with high blood sugar and her reading was 311 mg/dl non-fasting. She was given insulin and monitored. Customer states she left the hospital on (B)(6) 2016. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 error; test strip error with symptoms. The customer reports feeling dizzy and nausea. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored in the bathroom. The test strip lot #rs4674 manufacturer's expiration date is 10/31/2017. Customer just bought meter and has not been able to get one reading. Meter continues to show e-3 when test strip is inserted. Customer stated that she is insulin dependent.